Event description:
It was reported the customer was receiving calibration error and sensor error alerts. The customer also reported having low blood glucose, but their insulin pump did not alert them. It was also found the customer's sensor was in a j shape after removal. Customer's blood glucose was 99 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.